Event description:
It was reported that the patient lost therapy and the physician decided to explant and replace the ipg. Troubleshooting was attempted, but the ipg would not connect to external devices. On (B)(6) 2019, the ipg was explanted and replaced. The patient has effective therapy post operatively.